Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Failure analysis: installed obsolete user interface module (uim) assembly on an avea test. Powered uim in to user mode and the touch screen took about 10 seconds to power on properly. All led¿s would light up on the uim and the display was black and then powered on normally. Allowed the uim to run over night for a total of fifteen hours. The uim was still cycling properly; no anomalies can be seen with the display. Disassembled uim to inspect internal printed circuit board (pcb), cables and connectors. No anomalies were found during internal visual inspection. Removed 3 volt from controller board located at battery holder (bt1). Measured 3 volt battery using a digital multi meter and reads 1.53voltsdc which is out of specification and no longer supplies the required 3 volts. Findings/ root cause: I was unable to duplicate the reported problem. The 3 volt batteries could have been a contribution to the reported problem.

Event description:
The customer reported the user interface module (uim) flashes intermittently. The customer reported no patient involvement or allegation of patient harm.